Event description:
It was reported that the right atrial (ra) lead had a suspected fracture and the impedance had been elevated for the prior year. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2006-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyst commented that the lead removal wire stuck and severe explant damage prevent electrical continuity testing. Visual continuity inspection performed for entire conductor length using destructive testing. Distal and proximal conductors fractured was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.